Event description:
A report was received that the patient underwent an explant procedure due to pain at the pocket site. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
The explanted ipg passed visual, electrical and performance tests done. The possibility that electrical leakage could cause pain in the patient's pocket site was investigated and no anomalies were found. The device exhibits normal device characteristics. Visual inspection of the leads revealed that they were cut at the proximal end. Damage to the leads is a result of a typical explant procedure and is not considered a failure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-70 serial # (B)(4) description: linear st lead with preloaded enhanced stylet - 70 cm. The explanted leads were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient underwent an explant procedure due to pain at the pocket site. The patient is reportedly doing well following the procedure.